Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014; inratio inr: 3.6, 1.4, 4.3 and 1.3. Therapeutic range: 2.0 - 3.0. All testing performed within thirty (30) minutes. Reportedly, the customer tested three (3) times with the monitor placed on the couch. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper use of the monitor was identified in the complaint. This could not be ruled out as a cause of the unexpected results. Additionally, the customer has a history of anemia and provided a hematocrit of 31% on (B)(4) 2014. A hematocrit that is higher (above 55%) or lower (below 30%) than the validated operating range of inratio systems can cause an inaccurate result or testing errors. The customer's current health status cannot be ruled out as a possible root cause for the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.